Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic for a post implant wound check with complaints of bilateral shoulder pain, wound care issues, and arm pain. Infection was suspected. No treatment was administered. The clinician has elected to continue to monitor the patient at this time. The device remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.